Event description:
Physician was treating a patient's large aneurysm with eleven penumbra coils. On the eighth coil, the physician could only move the coil about 5 cm into the px-slim microcatheter before it was blocked. Physician removed the coil and loaded another coil which worked fine.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.